Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received with cracks along the bottom of the reservoir tank, chipped paint on the enclosure and front cover, damaged pole clamp knob, broken leds, and missing auxiliary outlet label. Old style components including, enclosure, front cover, printed circuit board and drain fitting. Customer?s reported issue was duplicated. Device did not power on. The root cause of the reported issue was not determined. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device is deemed beyond economical repair and will be scrapped. D4: UDI information is unknown.

Event description:
It was reported that a no power event occurred. No patient injury reported.